Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported concern with their gums. The aligners have caused damage to their gums. Requested additional information and photos showing their concern with their gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.